Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
When the nurse was flushing the safedraw, it started to leak from the membrane. It felt hard to flush. The nurse was sprayed in the face when the leak appeared.